Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead expired. Interrogation of the ICD post death, revealed an 'open' shocking lead impedance warning message on the programmer. It's not known if the ICD system attributed to the death of the patient. The ICD system was buried with the patient.